Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, a generator error (p2) occurred. The error cleared after the generator was reset, but recurred when the power output hit 80 watts. The procedure was completed with the same rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).